Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify any alarms due to the prime anomaly.

Event description:
The customer stated that the insulin pump gave an alarm during normal use. Advised the customer that the insulin pump would be replaced. Gave the customer her out of warranty options. Nothing further was reported.